Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. High gradient may also be a result of possible valve related and/or non-valve related issues. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
It was reported through a clinical trial that a 23mm bioprosthetic aortic heart valve, implanted nine (9) years, four (4) months, was treated via valve-in-valve intervention due to moderate-severe aortic stenosis with gradients. A 23mm transcatheter valve was implanted via transfemoral approach without complication. Patient left the operating room in normal sinus rhythm and in stable condition.